Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated they were changed multiple times the infusion set and reservoir and still got the alarm. Customer had not able to troubleshoot. Customer stated alarm was occurred during fill tubing. Issue was not resolved by change of infusion set, reservoir or complete set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.